Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (progression of disease dilated the aortic neck). Inherent risk of progression (migration). Failure to follow instructions (device was under sized). Conclusion: device failure/lack of effectiveness related to patient condition(progression of disease dilated the aortic neck). User error contributed to event (device under sized). Other (required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 34 months ago. Aneurysm and vessel morphology at the time of implant were not provided. It was reported that the stent graft had migrated and it was 3 cm distal to the renal arteries. Another manufacturer's stent graft was used to repair the migration. Additional information was received and it documented there was progression of disease that contributed to the stent graft migration and that the stent graft may have been undersized to begin with. No additional information was provided and no additional clinical sequelae were reported.